Manufacturer narrative:
E1: (B)(6). Patient country: united states.

Event description:
(B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment is close to site location. No further information available.